Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2021-06877. During a remote follow up, intermittent loss of capture was noted on both the right ventricular (rv) and left ventricular (lv) leads. Moreover, noise resulting in oversensing was also noted on the rv lead. It was suspected that the cause of the event was due to dislodgement of the leads and/or a connection issue of the connector pin of both the leads to the header of the device. However, no diagnostic imaging was conducted to confirm the supposition. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Upon receipt of additional information, the device should not have been submitted as a medical device report (MDR) as the reported product did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicating that the cause of the event on the right ventricular channel was due to a loose set screw on the header of the device. There was no allegation of malfunction on the rv lead.